Manufacturer narrative:
Date of initial report: (B)(6) 2017. One used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that during an esophagectomy/gastric tube procedure, an end tone was heard but bleeding resulted after using the device. No thermal spread was seen and there seemed to be less steam than usual when sealing. There was no patient harm and a new device of the same type was used to continue the procedure.